Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the superficial femoral artery (sfa). The vessel was pre dilated and a 6.0 x 120 mm epic system was used to treat the lesion. Post deployment, distal to the stent edge dissection was observed under fluoroscopy. Another epic 6.0 x 60 mm stent was used to treat the dissection. Procedure was completed and patient is reported to be stable.